Event description:
This system was removed due to infection and was not replaced with biotronik devices. Lumax 340 hf-t, MDR 1028232-2008-00025. Linox sd 65/16, MDR 1028232-2008-00030. Corox otw-s 85-bp, MDR 1028232-2008-00031.